Manufacturer narrative:
Received one device. Visual inspection found upstream occlusion sensor (uso) seal is separating, downstream occlusion sensor (dso) sensor is not sitting flush with the bezel air detector dent. Replaced the uso seal, air detector, motor (cam sensor), dso sensor, bezel, performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was damaged battery separator rail and cracked battery door. The event happened during testing. There was no patient involvement.